Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient accidently put an (B)(4) remote in a pocket 2 inches from the device and it "fired". Follow up was conducted and it was noted that the patient had not been seen since 2010. The device remains in use. No further patient complications have been reported as a result of this event.